Event description:
It was reported that this right atrial (ra) lead was explanted and replaced with a different lead so that the patient could get magnetic resonance imaging (MRI) compatibility. Additionally, the lead may have been fractured. The lead is not expected to be returned. No additional adverse patient effects were reported.